Event description:
It was reported that the internal packaging was perforated from the component.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.